Event description:
It was discovered that a capri large expandable anti torque handle "broke into 3 parts" after the procedure was completed successfully. There were no adverse consequences to the patient or surgical delay.

Manufacturer narrative:
The device has been received and the lot number updated.

Event description:
It was discovered that a capri large expandable anti torque handle "broke into 3 parts" after the procedure was completed successfully. There were no adverse consequences to the patient or surgical delay.

Manufacturer narrative:
The device was visually inspected, and it was observed that the weld mating the dowel pin to the wrench handle, lock key, and collar was broken, resulting in the disassembly of the instrument. The dowel pin and spring were not available for evaluation. Device and complaint history records were reviewed, no relevant manufacturing issues or similar complaints were identified. As the instrument was manufactured in 2017, repeated use over the lifetime of the instrument may have compromised the laser weld fixating these components.

Event description:
It was discovered that a capri large expandable anti torque handle "broke into 3 parts" after the procedure was completed successfully. There were no adverse consequences to the patient or surgical delay.